Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and a reservoir was used. One of the drain holes is damaged on the side of the tip, as identified by the doctor at the time of opening during the surgical procedure. Upon receipt of photo and analysis observed damage to bulb reservoir.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. One of the drain holes is damaged on the side of the tip as photo, identified by the doctor at the time of opening during the surgical procedure. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: product photo received for analysis. No device was returned. Where we have received one image of the defective piece, for which, following photo analysis was completed. Received picture was checked visually, and concluded that: photo-1 : one sample of bulb with broken collection port. Connection port taken. Photo-2 : zoomed pie of collection port taken from photo-1, where collection port of the bulb (red circled). Was broken and a cut mark (with few cutting traces) is visible on the separation surface. Based on photo analysis, defect of collection port broken is observed (with unknown cause of generation). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product sample received for analysis. Complaint sample review : one complaint sample of reservoir bulb having partial connection port, was received for evaluation, product was inspected visually, and found that connection port of the bulb was separated from the last step, and there were significant cut marks visible on the separation surface. It is suspected that, connection port of the bulb might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : one image of the defective piece was received, for which, following photo analysis was completed. Photo-1 : one sample of bulb with broken collection port. Photo-2 : zoomed pic of collection port taken from photo-1, where collection port of the bulb (red circled) was broken and a cut mark (with few cutting traces) is visible on the separation surface. Based on above photo analysis, defect of collection port broken is confirmed (with unknown cause of generation). Further analysis of received image is not possible. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.